Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
A donor reported that he removed a fine gauge piece of wire from his arm just below the venipuncture site two days post double platelet product collection. The customer is asking if it could be the needle. The donor did not seek medical attention and his arm seems to be fine. The disposable will not be returned because it was discarded. This report is being filed due to product safety allegation.